Event description:
Alleged the bed will not go into the reverse trendelenburg position.

Manufacturer narrative:
The technician replaced the logic board to repair the bed. The facility indicated the logic board chips were bad.